Manufacturer narrative:
Follow-up received on 22-apr-2016 - (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed, legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and essure device had migrated out of her fallopian tubes and was embedded in her uterus. She underwent salpingectomy and essure device was removed approximately 4 years after its insertion. This event is serious due to medical significance and listed in the reference safety information for essure. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus/out of the body, device dislocation into the fallopian tube or can occur as a result of a perforation. In the present case, hysterosalpingogram showed left fallopian tube was not obstructed. Approximately 4 years after insertion it was found that essure migrated out of fallopian tubes and embedded in her uterus. Given the nature of the reported event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a device removal was required. Based on the available information, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to an adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011. Plaintiffs post-procedure period has been marked by increasingly severe pain and discomfort, including blurred vision, migraine headaches, painful intercourse, pelvic pain, back pain, hives and shooting pains in her colon. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff has received treatment with multiple physicians for her symptoms. Two hsg (hysterosalpingogram) tests were performed. Both tests revealed that her left fallopian tube was not successfully obstructed. On or around (B)(6) 2015, plaintiff underwent salpingectomy where her essure device was removed. After the procedure, she was informed that the essure device had migrated out of her fallopian tubes and was embedded in her uterus. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous non-medically confirmed, legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and essure device had migrated out of her fallopian tubes and was embedded in her uterus. She underwent salpingectomy and essure device was removed approximately 4 years after its insertion. This event is serious due to medical significance and listed in the reference safety information for essure. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus/out of the body, device dislocation into the fallopian tube or can occur as a result of a perforation. In the present case, hysterosalpingogram showed left fallopian tube was not obstructed. Approximately 4 years after insertion it was found that essure migrated out of fallopian tubes and embedded in her uterus. Given the nature of the reported event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.